Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.